Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in-clinic follow-up, a drop in device battery life was observed. A battery longevity overestimation at the patient's previous follow-up was suspected to be the cause of the event. Abbott technical support was contacted, and recommended replacing the device once it reaches the elective replacement indicator. No intervention was performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated the device was later explanted and replaced after reaching the normal elective replacement indicator (eri). The patient was in stable condition.